Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the long bipolar grasper instrument for failure analysis as it was discarded by the customer. Therefore the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if additional information is received. Device history record (DHR) review-DHR review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure. The complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a piece from the long bipolar grasper instrument fell inside the patient and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused the breakage to occur.

Event description:
Per medwatch report mw5074930, the following was reported: "small piece of the tip of the xl robotic long bipolar grasper came off and was found in the trocar at the end of the case ¿ near miss." Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the broken fragment from the instrument fell inside the patient but was retrieved during the same procedure. The surgeon replaced the instrument and completed the case. There was no report of injury to the patient. The long bipolar grasper instrument was discarded and will not be returned to isi for failure analysis.